Event description:
An advocate from (B)(6) called on behalf of her son to report that they obtained blood glucose readings of 110 mg/dl at 4:41 p.m. And 267 mg/dl at 14:49 p.m. With the contour plus one meter. However, the customer was experiencing symptoms of hypoglycemia such as headache, dizziness and talking quickly. Another testing was performed at 5:20 p.m. And a reading of 57 mg/dl was obtained. The customer was given sugar with water after which they recovered well. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Manufacturer narrative:
Section d1 of the initial report indicated the brand name of the test strips as contour next. The correct brand name associated with this event is contour plus. Section d1 has been updated.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour plus one meter was tested with the in-house contour plus test strips from lot # 1gqhh13a using a blood sample, which gave satisfactory performance. Additionally, the device history record was reviewed for the suspected contour plus one meter and no manufacturing anomalies were found.